Manufacturer narrative:
(B)(4). Device eval pending. Issue is being reported due to associated outcome.

Event description:
It has been reported that the device was deployed and that the pt was not resuscitated.